Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs two devices have the same lot number 2683132 however one is broken and the other appears to have a hole in the back. The cause cannot be determined because it cannot be seen through the microscope, and the devices are not identified from the explanted side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture, mild capsular tightening" and "exchange due to concern with the product'. Device was explanted.